Manufacturer narrative:
An event for the patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine a root cause for the reported heart block. The reported hospitalization, unexpected medical intervention, and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision transcatheter aortic valve (serial: (B)(6)) was implanted utilizing a flexnav delivery system (lot: 10510400). Length of membranous septum was 5.8mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Final implant depth was 4mm. The patient was stable throughout the procedure. On (B)(6) 2024, the patient developed heart block needing emergent temporary pacing and then permanent pacemaker implantation. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision transcatheter aortic valve (serial: (B)(6), was implanted utilizing a flexnav delivery system (lot: 10510400). On (B)(6) 2024, the patient developed heart block needing emergent temporary pacing and then permanent pacemaker implantation. The patient was reported to be stable.